Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room complaining of heart palpitations. A review of the implanted system revealed that this right ventricular (rv) lead was exhibiting low sensing amplitudes and loss of capture at high outputs. A chest x-ray was obtained that confirmed the lead had dislodged. The system was reprogrammed around the rv lead and the patient was scheduled for a lead revision. During the lead revision, suture sleeve damage was observed. Additionally, two attempts were made to reposition the lead but poor electrical measurements were observed in both locations. The decision was made to replace the lead and this rv lead was extracted and discarded. No additional adverse patient effects were reported.